Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Manufacturer narrative:
Additional patient information: patient height: 181 cm. The year of birth of the patient is (B)(6). (B)(6) was used as a best estimate for the date of birth. Dicom imaging series have been requested from the physician for evaluation. Answer pending. The device was requested from the physician. It is being returned. Two screenshot from the case have been provided and are being evaluated. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient presented with an abdominal aortic aneurysm that was treated with an endograft (cook medical) during a fenestrated endovascular aortic repair. A gore® viabahn® vbx balloon expandable endoprosthesis was used as a branch device to treat the left renal artery. Access was gained from the groin. They stated that they felt extreme high resistance when advancing the device (sn (B)(4)) through a 7fr aptus endosystems tourguide steerable sheath. Reportedly, high force was required to advance the device over the ostium into the renal artery. The physician stated that at this point xray imaging showed that the endoprosthesis dislodged and bunched on the balloon and eventually separated from the delivery catheter. They reported that they could not remove the endoprosthesis from the patient. The endoprosthesis remains in the aneurysmal sac. They then changed to another introducer sheath (medtronic) to advance another gore® viabahn® vbx balloon expandable endoprosthesis (sn (B)(4)) to the left renal artery. Reportedly, during advancement apparently the endoprosthesis loosened from the balloon but they managed to withdraw the endoprosthesis together with the delivery catheter from the patient. Another gore® viabahn® vbx balloon expandable endoprosthesis (sn (B)(4)) was used to complete the procedure successfully. Reportedly the patient is doing well.

Manufacturer narrative:
H6: code 213: the device was returned to w. L. Gore & associates for investigation. The product evaluation summary states the following: the returned vbx device was confirmed as a gore® viabahn® vbx balloon expandable endoprosthesis device (8 x 29 mm endoprosthesis, with 135 cm delivery system). The vbx device was returned undeployed. The endoprosthesis was displaced proximally on the balloon by approx. 1 mm. The endoprosthesis had some moveability and could be manually displaced by an additional 2-3 mm. Catheter damage was observed from 25.5-28.5 cm and at 80 cm, as measured from strain relief shrink sleeve tubing of the hub assembly. Based on the device evaluation the root cause of endoprosthesis displacement and catheter damage could not be established.

Manufacturer narrative:
Section h6: added further applicable codes. H6-codes 22 and 4315 and 61: conclusion reasonably foreseeable misuse associated with endoprosthesis displacement and observed delivery catheter damage, related to using too high of a force when advancing the delivery catheter, might be the most probable root cause. However, using too high of a force was not reported to gore. Therefore the root cause of endoprosthesis displacement and delivery catheter damage could not be confirmed with the information provided, no further information was provided to gore, including evaluation of the returned items. The instructions for use of the gore® viabahn® vbx balloon expandable endoprosthesis recommends that if excessive resistance is felt, the delivery catheter and sheath be removed together as a unit: introduction and positioning of the gore® viabahn® vbx balloon expandable endoprosthesis: with the delivery catheter as straight as possible, insert the guidewire into the tip of the delivery catheter while supporting the delivery catheter and the endoprosthesis. Carefully advance the endoprosthesis in small increments (approximately 0.5 cm) over the guidewire, through the hemostasis valve and introducer sheath, and into the access vessel. Note: if excessive resistance is felt as the gore® viabahn® vbx balloon expandable endoprosthesis is introduced through the hemostasis valve, remove and inspect the delivery catheter for damage. Do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis if damaged or if the covered stent is fluoroscopically observed to be displaced relative to the radiopaque markers on the delivery catheter. Ensure a compatible introducer sheath size (table 1) is used, and that the introducer sheath is free of kinks. Do not insert the shrink sleeve or the hub assembly into the introducer sheath. Using fluoroscopic guidance, advance the delivery catheter over the guidewire via the angiographic sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery catheter and sheath together as a unit.

Manufacturer narrative:
H6-code 213: two screenshots of the case have been provided for evaluation. Several requests were emailed to the physician to provide the dicom imaging series of the case. The requests remained unanswered. An imaging evaluation was performed based on the event description and the provided screenshots. The imaging evaluation summary states the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard and the image quality is poor. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. - the images indicate the tourguide steerable sheath being used with ~90 degrees of angulation. - there is no evidence of a device being delivered, pre-deployment or deployment. - there appears to be a vbx stent deployed but unable to ascertain its location. - no guide wire appears to be within the left renal artery. Two devices are involved in this incident, therefore two reports have been submitted: manufacturer report number 2017233-2021-02587. Manufacturer report number 2017233-2021-02588.